Manufacturer narrative:
Evaluation summary. Received 1 opened knife in a blister labeled. The returned open sample was examined per facility procedure and was determined to be visually conforming. Functional penetration test was performed and found the blade to be conforming with a penetration value of 58.2 grams for a product specification of 75 grams max. A review of the related device history records (DHR) for the reported lot number was performed and no anomalies were found. The product was released based on the products acceptance criteria. All visual and functional test performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer as "not cutting, incision impossible". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a knife would not cut during surgery and the incision was impossible. Patient impact information is unknown. Additional information has been requested.